Manufacturer narrative:
(B)(4). Lot number unknown; (B)(4). Concomitant medical products- empower dcb. (B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted with 30 days of receipt.

Event description:
As reported by an affiliate, the detachment check lamp was not ¿on¿ when the deltapl cere coil ( cpl10020430, unknown lot number) was connected to empower. There was no report of patient injury. The product will be returned for analysis.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by an affiliate, the detachment check lamp was not on when the deltapl cere coil ((B)(4), unknown lot number) was connected to empower. There was no report of patient injury. The embolic coil is advanced out of the introducer. The tip coil section of the device positioning unit (dpu) is kinked. The distal end of the dpu core wire is kinked. The device is fully unsheathed; the resheathing tool is advanced all the way to the green introducer. There is a kink in the translucent introducer sheath in the v-notch of the resheathing tool. There are bends in the dpu core wire approximately 5 cm, 30 cm, 92 cm, 107 cm, 140 cm, and 144 cm from the proximal end. The ball tip is intact. There are no kinks or stretched sections in the embolic coil. The articulating joint is damaged. The resistance heating (rh) coil has not heated. The resistance of the device was measured with multimeter. Resistance was overloaded, which is outside of the specification range. The device was connected to lab detachment control box (B)(4) (dcb) c38341 with a standard connecting cable and the power was turned on. The system ready light did not illuminate. The lot number is unknown. Without the lot number, manufacturing information cannot be reviewed. The complaint that the device experienced a system fault is confirmed. The resistance measurement is overloaded, indicating that the resistance heating circuit has been damaged. The dcb is designed to illuminate the system ready light only when a device of the proper resistance is attached. In this case, since the resistance of the device is out of specification, the dcb operated correctly. 100% of devices are tested for resistance at the final quality control (qc) inspection prior to packaging. Thus, it is very unlikely that the device left the manufacturing facility with the observed resistance failure. The bends in the dpu core wire and tip coil section of the dpu are the most likely source of the resistance failure. Damage to the dpu can break the electrical connection between the hub and the rh coil, which would cause the observed resistance failure. The bends in the dpu core wire are evidence that excessive force was applied to the device. The exact circumstances surrounding the event are unknown, and the reason for the application of excessive force cannot be identified from the condition of the returned device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the intended procedure was a coil embolization to the intracranial artery (ica). The device was stored, inspected and prepped per instructions for use (IFU).